Event description:
The baxter service tech reported a 715:00 failure code that occurred during power up of the device. The facility's biomedical engineer stated that they have no record of any pt incident involving the pump since the last baxter service event.